Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was not receiving effective stimulation and diagnostics indicated high impedances. Reprogramming was initially able to address the issue. System was autoreducing to zero on its own. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. This address the issue.

Manufacturer narrative:
The reported event of high impedance was confirmed. As received, microscopic inspection revealed all the wires were found fractured and would case the high impedance. The damage is consistent with the overstress conditions or sudden event the lead was subjected while in vivo.